Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg is inoperable. As a result, surgical intervention may occur.

Manufacturer narrative:
Additional information: patient weight. Date of event", which is estimated. "Product problem" should have been selected in addition to "adverse event". The current details should have been stated in the initial report. Date of explant: (B)(6) 2019 should have been entered in the initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg was prematurely depleted. As a result, surgery occurred during which the ipg was explanted.